Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during central processing that the fenestrated bipolar forceps instrument was found to have a frayed cable. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) contacted the isi clinical application supervisor and obtained the following information: there were no reports of the instrument arcing when last used.